Manufacturer narrative:
A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Field service specialist (fss) visited the site and could not observed the reporting condition. Fss did a system checkout and found the pitch on the footpedal was not ramping up smoothly as he pressed the footpedal and was replaced. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that five posterior capsular tears occurred during cataract procedures. The ophthalmic surgeon performed vitrectomies and the procedures were able to be completed. This is report one of five for this reported issue.